Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor was reading 350mg/dl, so the customer treated, but their levels dropped to 40mg/dl. The customer states they tried to treat their levels, but received calibration error. The customer states they treated the lows with sweets. The customer states the sensor has been changed, and they declined to troubleshoot.